Manufacturer narrative:
An assessment was performed, and it was noted by the bench repair, that the device failed to complete the boot up sequence, and when the device did boot up, the reported error code (1007 - machine and proximal pressure sensors failed) was observed. The customer accepted the provided quote, and a replacement central processing unit (cpu) board was shipped for repair.

Manufacturer narrative:
A service engineer (se) was dispatched, and it was reported that upon arrival, the device displayed the error code (1007 - machine and proximal pressure sensors failed). The fse reported that the event log was reviewed, and it was determined that the central processing unit (cpu) needed to be replaced to resolve the issue. The fse then noted that the issue was resolved after replacing the cpu. The device boots up normally. All performance assurance tests passed, and device was functional. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "machine and proximal pressure sensors failed" error code (1007). There was no patient involvement when the issue occurred. No patient or user harm reported. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. While performing preventative maintenance, it was observed that the v60 ventilator displayed a "machine and proximal pressure sensors failed" error code (1007). The customer was provided with a quote for service. Investigation ongoing / resolution pending.

Manufacturer narrative:
E:(B)(6).